Event description:
Additional information was received from the rep on 2019-jul-24. It was reported that the pump was never checked post MRI because the patient didn¿t inform anyone. Actions/interventions taken to resolve the issue included the doctor reading the pump on 2019-jul-22 and the logs said motor stall occurred the date of MRI but no recovery. At suggestion of tech services, the doctor then interrogated the pump again and it showed that it recovered. Telemetry state condition is suspected as reason no recovery showing on day of MRI. Patient was not symptomatic of withdrawal at any time. The motor stall had been resolved. The information was confirmed with the account. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 600 mcg/day. The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. The patient is being seen in the ER today ((B)(6) 2019) for confusion. Caller states the pump status was checked with the logs, and the logs show a motor stall occurred on (B)(6) 2019. The patient had a MRI that day and did not get the pump status checked post MRI. At the time of the call, the stall had recovered, but it had not been less than 2 hours since the MRI. There was no complaint of therapy issues post MRI. They discussed telemetry state condition and to recheck the pump logs for motor stall recovery post interaction with the programmer. It was unknown if the MRI was done due to a suspected problem with the device. The rep was to call the doctor back and discuss rechecking the pump logs and they could also check for a volume discrepancy. The rep called back to obtain the 2008 field communication for MRI effects and the pump, so this information was emailed to the caller. There were no further complications reported/anticipated.